Event description:
The customer had reported that the imaging paddle had been causing the image to go in and out involving an olympus video system center. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.